Event description:
Facility reported that a pt fell out of a sling while being transferred using a viking m pt lift. No injury was reported.

Manufacturer narrative:
On january 19, 2007, a liko distributor was allowed to view and examine the viking m pt lift used in the reported incident. The lift was used under load by distributor with no fault found. The sling used in the transfer was not a liko manufactured sling, and therefore was not designed, tested or approved for use with a liko pt lift. Liko inc. Strongly discourages the use of non-approved slings and accessories with their equipment.